Event description:
According to the reporter, preoperatively, the connector which is connected to the insufflation tube was broken. The device was changed. This event was not associated with the patient.

Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the trocar insufflation port was broken off. The lock collar, valve seal and doors appeared intact. The inflation syringe was not received. The obturator was not received. Pmv performed functional testing, the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the balloon cut may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.